Event description:
Event occurred regarding 44 cm (17") pur ext set w/clave® spike, 0.2 m filter and bcv mll where the reporter stated that "infusion bags not emptying completely via the filter line during infusion on patients. Today, they experienced it again with a different product. Adding air didn't solve the problem (we tried both on the ward and in the pharmacy). The problem occurred on (B)(6) 2025 during infusion. There was 1 involved problematic device. The type of procedure: administration of medicines. Not detected prior to direct patient use, no serious injury/death, no blood loss, no unprotected chemo exposure, no adverse operator consequences and no med/surg intervention required. They stated the device was replaced with no further problems encountered. There was a patient involvement. No delay in critical therapy. No patient harm.

Manufacturer narrative:
Investigation summary the reported complaint of an occlusion could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.